Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the battery cap couldn't be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/01/2017 with the following findings: the returned battery cap was difficult to remove. The battery cap threads were damaged. The cap¿s contact height was out of specification. No damage was found to the pump; a test cap was able to secure properly to the pump and be removed.